Event description:
It was reported that the pump touch screen experienced a pixel issue which affected the customer's ability to read and interact with the screen. There was no adverse impact to customer¿s blood glucose level. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.